Manufacturer narrative:
Clinical investigation: it is unknown whether a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s hernia that occurred after the start of pd therapy. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s unspecified hernia cannot be determined at this time as there was no root cause reported from a medical professional. However, it is well known that pd patients with a preexisting hernia without preemptive surgical correction are susceptible to an exacerbation throughout the course of normal pd therapy. Therefore, the liberty select cycler cannot be excluded as a possible source of the patient¿s hernia that occurred after the start of pd therapy. There was no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A device manufacturing records review was performed on the reported serial number. No related non-conformances nor any associated rework was identified during the manufacturing process. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient underwent a hernia repair after initiating continuous cyclic pd (ccpd) therapy on the liberty select cycler. It was alleged the patient experienced the hernia due to drain issues, however, there was no specific allegation this event was due to any malfunction or deficiency of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported the patient experienced an unspecified type of hernia after starting pd therapy in (B)(6) 2019. The cause and exact date of the hernia are unknown. The patient underwent a repair for their hernia in (B)(6) 2020 (exact date unknown). The patient was hospitalized overnight for this procedure and underwent hemodialysis (hd) through an existing fistula. The patient continued hd therapy post-discharge until she fully recovered from this procedure. The pdrn confirmed the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler with persistent drain issues. Multiple attempts were made to obtain information on the patient¿s hospitalization as well as further details concerning the type, chronology, and cause of the hernia; however, no additional information was obtained. The exact event date is unknown and will be captured as (B)(6) 2020 for the month of the patient's hernia repair.